Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's aligner was cutting into gum above left incisor and pressing tightly on gums around incisors so it stayed white when aligner on. Additionally, inflammation, sensitivity and not fitting was noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.